Event description:
It was reported that the right ventricular (rv) lead triggered two patient alerts for high impedance. A fracture was suspected. At the time of explant, the physician noted some cracks in the outer insulation of the lead distal to the suture sleeve. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).